Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter model 8709 on (B)(6) 2017 revealed a broken catheter body. As per the pump¿s log, gablofen with conce ntration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 1,253.0 mcg/day as of (B)(6) 2016. The previously applied results code and conclusion code are no longer applicable.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6)2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 1250 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient didn¿t report much complaints but the clinic stated there were high residual volumes of 5 cc high. They did a side port of unknown date and were unable to access. At surgery on (B)(6) 2017 the hcp noticed the catheter to be fractured at midline and at that point they replaced the catheter and the pump. It was indicated that both would be returned and analysis was requested for both. It was indicated that there were no signs or symptoms reported by the patient. Any environmental/external/patient factors that may have led or contribute to the issue were unknown. The side port access was performed as troubleshooting but failed. Surgical intervention occurred on (B)(6) 2017 as both the catheter and pump were replaced. It was indicated that the patient status was ¿alive ¿ no injury¿ and the issue was resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was clarified that the patient had no therapy complaints. The side port access consisted of a catheter dye study, in which no drug or cerebrospinal fluid (csf) could be obtained. The dates and specific values of the volume discrepancies were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.